Event description:
Boston scientific received information that one day post implant this product was part of a system that was suspected of an infection. The patient also complained of feeling short of breath and of their heart racing. The accelerometer and minute ventilation was adjusted and patient was feeling much better. The patient was instructed to consult their physician regarding the possible infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.